Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of "damage" which was determined during baxter's evaluation as a system error 345. The damage was verified through the presence of system error 345 alarms during a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was damaged during therapy (medication, dose, programmed amount and delivery rate unknown) in the surgery department. There was no patient injury or medical intervention associated with this event. No additional information is available.